Event description:
Device issue: none. Adverse event: thrombosis. Onset of adverse event: 12 days post procedure. It was reported that twelve days post rx promus stent implant in the right coronary artery, in-stent thrombosis occurred. There was no treatment reported. Though requested, no additional info has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.